Manufacturer narrative:
Concomitant medical products: lnq11 implantable cardiac monitor (icm), implanted (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited noise that was completely random in timing and unable to correlate to anything in particular. The lead remains in use for continued monitoring. No patient complications have been reported as a result of this event.